Event description:
It was reported that this patient mobile monitor (pmm) was unable to be set-up. The monitoring was disabled due to possible device did working as intended. It was indicated that the device reverted to bootloader, and the root cause is unknown. This issue is not recoverable. The icm will be explanted next week and will be returned for further analysis. The icm remains in service and no adverse patient effects were reported. A few days later, the icm was explanted and a new icm was implanted. The icm has been returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Neither visual examination nor x-ray examination of the icm device identified anomalies. A review of latitude data confirmed the icm device failed the projected longevity and identified low voltage faults. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any anomalies that would have cause or contributed to the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically".

Event description:
It was reported that this patient mobile monitor (pmm) was unable to be set-up. The monitoring was disabled due to possible device did working as intended. It was indicated that the device reverted to bootloader, and the root cause is unknown. This issue is not recoverable. The icm will be explanted next week and will be returned for further analysis. The icm remains in service and no adverse patient effects were reported. A few days later, the icm was explanted and a new icm was implanted. The icm has been returned. No adverse patient effects were reported.